Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the m16c units, and they worked fine. He did not remember the lot number or have any to send back for evaluation.

Event description:
Intermittent catheter patient (user) mentioned he now has a urinary tract infection (uti) while using the m16c catheter. During follow-up, the patient reported he completely recovered.